Event description:
While wearing the external equipment at the initial stimulation, the patient reportedly experienced sound perception problems. On august 24, 2006, the patient was seen by a company representative for device evaluation. Testing performed confirmed that the device was functioning. One month later, the patient had surgery to reposition the electrode array. The patient continues to be monitored by the center.